Manufacturer narrative:
The patient sample was received for investigation. The investigation tested the patient sample for the presence of interfering factors using research toolboxes and size exclusion chromatography. No interfering factors were identified in the patient sample. Product labeling states "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.". The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(4). The patient sample was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys tsh v2 results from one patient sample tested on the cobas e 801 analytical unit. On 03-feb-2024: the initial result of the initial sample was 22.2 uiu/ml. On (B)(6) 2024: the patient went to another laboratory where they had a repeat blood sampling. The result of this new sample was reportedly normal (around 1 uiu/ml). The repeat result of the initial sample was 11.7 uiu/ml. The reporter is concerned about the occurrence of macro tsh.